Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department following an inappropriate shock. The physician temporarily reprogrammed the device, and the patient was sent home pending an additional follow-up appointment for re-assessment. Device data and x-ray images were also forwarded to boston scientific technical services (ts) for review, and it was determined that the isolated shock was delivered due to t-wave and myopotential over-sensing. There were two additional episodes of untreated over-sensing. It was discussed that the patient's rhythm morphology was poor in all three potential sensing vectors and re-screening with a different potential system placement was recommended to ensure appropriate therapy delivery. Recently, the patient was evaluated in-clinic and the recommended re-screening was performed. These results were forwarded to ts and are pending review. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department following an inappropriate shock. The physician temporarily reprogrammed the device, and the patient was sent home pending an additional follow-up appointment for re-assessment. Device data and x-ray images were also forwarded to boston scientific technical services (ts) for review, and it was determined that the isolated shock was delivered due to t-wave and myopotential over-sensing. There were two additional episodes of untreated over-sensing. It was discussed that the patient's rhythm morphology was poor in all three potential sensing vectors and re-screening with a different potential system placement was recommended to ensure appropriate therapy delivery. Recently, the patient was evaluated in-clinic and the recommended re-screening was performed. These results were forwarded to ts and it was determined that the alternate sensing vector was the only suitable vector for the current system location, but that it still exhibited a significant deterioration in the rhythm amplitude during stress. Ts concluded that there would be an increased risk of further inappropriate therapy, even if the physician elected to reposition. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review performed for the emblem s-ICD device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department following an inappropriate shock. The physician temporarily reprogrammed the device, and the patient was sent home pending an additional follow-up appointment for re-assessment. Device data and x-ray images were also forwarded to boston scientific technical services (ts) for review, and it was determined that the isolated shock was delivered due to t-wave and myopotential over-sensing. There were two additional episodes of untreated over-sensing. It was discussed that the patient's rhythm morphology was poor in all three potential sensing vectors and re-screening with a different potential system placement was recommended to ensure appropriate therapy delivery. Recently, the patient was evaluated in-clinic and the recommended re-screening was performed. These results were forwarded to ts and it was determined that the alternate sensing vector was the only suitable vector for the current system location, but that it still exhibited a significant deterioration in the rhythm amplitude during stress. Ts concluded that there would be an increased risk of further inappropriate therapy, even if the physician elected to reposition. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.